Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) the subject device error 117 when connected. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported error e117 failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was not confirmed that there was a problem with the device. The most probable cause of the complaint is no problem detected, which is it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.